Event description:
The patient stated that for the past two weeks, they had numbness from their waist to their toes of both legs. The patient stated their hcp wanted an MRI performed to investigate the numbness. The information received from the hcp indicated that the MRI was normal-no mass detected. The drugs contained in the patient's pump were dilaudid and bupivacaine (unknown concentration/dose). The hcp removed the bupivacaine from the patients's pump and the symptons subsided. The patient recovered without sequela.